Event description:
It is reported that the customer had high blood glucose levels of 770 mg/dl. The customer was hospitalized and had ketones. The customer is reported to be not using the insulin pump at the moment and is on perfusor. Troubleshooting was done. The customer was asked to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.